Event description:
The pt was implanted with a siltex saline on 7/5/96. Subsequently it was noted that the pt's left breast had developed an infection and delayed wound helaing and the device was removed on 12/23/96. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.